Manufacturer narrative:
Batch review performed on 20 february 2023, lot 2010623: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 20 february 2023 on liner: versafitcup cc trio 01.26.3239hct flat pe hc liner ø 32 / c (k120531) lot. 2011788. Lot 2011788: (B)(4) items manufactured and released on 23-dec-2020. Expiration date: 2025-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.